Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Catalog# 279712600: tip of driver shaft deformed properly using is not possible. Catalog# 286760010: thread of shaft deformed properly using is not possible. Catalog# 286735400: thread of shaft deformed properly using is not possible.

Manufacturer narrative:
The investigation has been completed; the product was returned to the (B)(4) for evaluation. Visual inspection could not confirm the reported complaint. Visual examination of the viper x25 set screw inserter revealed some signs of operative usage but no significant damage and is functioning as intended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.